Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with severe pain at the driveline exit site. The patient¿s c-reactive protein level was 18 mg/dl, platelet count was 142 x 10^9/l, and hemoglobin level was 100 mg/dl. It was reported that care of the driveline exit site by the patient was below acceptable standards. The patient was discharged on oral antibiotics but was re-admitted on an unspecified date due to severe pain, inflammation, and pus at the driveline exit site. The patient was treated with intravenous vancomycin. The driveline wound was surgically debrided. A surgical revision of the driveline exit site was performed and vacuum assisted closure dressings were placed. The exit site wound appeared to be healing well. On (B)(6) 2017, the patient was discharged home on oral antibiotics. No additional information was provided.